Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed alert 41 indicating an insulin shaft rewind error and failed to complete a dry run despite multiple restarts and cartridge re-seating; consistent with a failure to infuse and associated with the firmware component. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention with subcutaneous insulin via pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse, with involvement of the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.